Event description:
This procedure was performed in the av graph: out flow was obstructed in the left upper extremely, mature av graph. The graph was completely blocked the shape of the graph was in a circular u-shaped loop. As the physician advanced his balloon catheter into a bend at the u-turn of the graph, physician then inflated the balloon to 12-14 atms. He could see at that point that the lesion was very calcific and had a mountain morphology that protruded into the middle of the balloon and the catheter. Physician then inflated the balloon to 12-14 atms again. When the physician deflated the balloon and removed the catheter back it was discovered that the mountain peaked lesion had sheered the balloon in half. Leaving the distal part of the balloon and the distal part of the catheter in the pt. Physicians post inflation fluoro shot showed him that the distal part of the catheter and the distal part of the balloon were separated from the proximal parts of the catheter and balloon, but was unsuccessful. The patent was sent immediately to the or for the vascular surgeon to try to retrieve the pieces. Vascular surgeon was unable to get all the pieces and felt that it would create more risk then they wanted to take to go after these pieces. They thought the better decision was to leave some pieces behind and less risky for the pt.